Event description:
I was implanted with a medical device implant called essure in (B)(6) 2008. This medical device implant is now manufactured by bayer, formally by conceptus inc. My lot number is 627290. My model number is ess305. This device has a three year shelf life, however I do not have that expiration date. The onset of my complaint started around (B)(6) 2008. This is a list of my side effects and symptoms that I have experienced due to essure: rash, fatigue, drastic increase in blood pressure, metallic taste in mouth, bloating, bowel issues, numbness, brain fog, depression, vitamin d deficiency, developed food and environmental allergies and sensitivities, titanium allergy, hypothyroidism, hair loss, dental issues, cramping, irregular bleeding, joint pain, inflammation and adrenal problems. I have been seen by several doctors (primary care, allergist, dermatologist, gynecologist). I have been diagnosed with the following conditions: high blood pressure, allergies, hypothyroidism, adenomyosis and depression. I have had the following surgeries due to essure: supracervical hysterectomy. The device has been removed as of (B)(6), 2014. The device is not in my possession. (B)(4).